Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was not impacted. The contact changed the infusion site; no add'l occlusion alarms were received. Tandem technical support was unable to perform a system check as the site had been changed prior to contacting them.